Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out site and tubing to address the alarm. Customer's blood glucose was 300 mg/dl. Customer reverted to manual insulin therapy.